Event description:
A patient called to report that some of his v-go 20 devices have been falling off within the last month. The complaint devices were discarded by the patient, and are not available for return to the manufacturer for evaluation.